Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron jet plus g137, they allege that they have low water flow and the inserts are heating up no injury was reported from the alleged event.

Manufacturer narrative:
Evaluation tech: clw. W4z water sol, iso valve shorted. Debris buildup in the water solenoid. Manifold has bad regulation resulting in inconsistent powder flow, air filter damaged and leaking, clogged duckbill filter causing poor air/powder flow. Debris buildup in the handpiece cable. Cabinet is discolored. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Hpc-01/19. Hp-10/17. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.